Event description:
A report was received that during an implant procedure, the patient had a dura puncture which caused the patient to have a cerebrospinal fluid leakage (csf leak). It was noted that the patient was still having headaches postoperatively. The physician administered a blood patch on the area where a dural tear was suspected.

Manufacturer narrative:
Sc-2317-70 (sn (b))(4)). Device evaluation indicated that the complaint of puncturing the lead with the stylet was verified. Visual inspection of the lead found that the lead body has a puncture mark that is located approximately 30 cm from the distal tip of the lead. This type of damage is possible when the lead is bent and/or encountering resistance while guiding the lead or stylet to its permanent location.

Event description:
A report was received that during an implant procedure, the patient had a dura puncture which caused the patient to have a cerebrospinal fluid leakage (csf leak). It was noted that the patient was still having headaches postoperatively. The physician administered a blood patch on the area where a dural tear was suspected.